Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the monitor exhibited no signal on both serial digital interface 1 and serial digital interface 2. The fault has been found to be on the circuit board. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that no image occurred due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.